Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contractures baker grade IV". Treatment plan: montelukast. This record is for the left side. The device remains implanted.

Event description:
It was determined that this record is a duplicate of the MFR report # 9617229-2025-16525. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.